Event description:
Surgeons using stapler device for laparoscopic appointment procedure and stapler misfired. This was the 2nd reload. The first reload was ets45 - 3.5mm no issues with firing. 2nd reload was ets45 - 2.5mm it engaged and started to fire for doctor, then stopped firing. Doctor #2 standing next to doctor#1 at time of event.